Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the touchscreen had scratches. Reportedly, the scratches did not impact the functionality of the touchscreen however, the characters on the screen were hard to view. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A touchscreen was returned for analysis. Visual inspection revealed evidence of a deep scratch or damage on the touchscreen. An investigation was performed, and the product analysis technician reported that all touchscreen testing passed, and the returned touchscreen assembly had unacceptable damage/scratch.